Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance in the right ventricular (rv) lead was dropping. The lead will be replaced. No patient complications have been reported as a result of this event. Furthermore, the lead had elevated thresholds and the patient's implantable pulse generator (ipg) had premature battery depletion. The lead was capped and replaced. The device was replaced at the same time as the lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.